Event description:
Info received indicates, the head section is drifting down.

Manufacturer narrative:
The tech found the head drive brake was worn and dirty. The tech cleaned the head drive brake to repair the bed.